Manufacturer narrative:
H3: the device was received for evaluation and event log review identified a high ¿cassette detached¿ alarm. A 12-month service history review identified no recent service history. Visual and functional testing confirmed the damaged lcd display, which prevented completion of multiple tests until repairs were attempted. Further investigation identified fluid contamination throughout the chassis, lcd display, battery compartment, and pwa board. The probable cause could not be determined. The device was deemed beyond economical repair due to extensive fluid contamination and damage.

Event description:
The device was returned as it was reported that the unit had a damaged lcd display and also cassette was not attached properly. The event occurred during testing. The results of the investigation confirmed the cassette not attached alarm and found fluid ingression. There was no patient involvement.